Manufacturer narrative:
Conclusion: device failure/lack of effectiveness related to patient condition (severely tortuous and mildly calcified iliac arteries). Evaluation summary: the delivery system was returned and its evaluation was completed. The stent graft was loaded, the slider was in the full forward position and the quick disconnect in the connected position. There were severe kinks on the graft cover at 70 mm and between 141-151 mm (severe series of bends). The device was deemed to be functional, no abnormalities could be determined.

Event description:
A talent stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The iliac arteries were 7.5 mm in diameter, they were severely tortuous and mildly calcified. It was reported that the delivery system kinked during insertion and it was removed from the patient. A 24 fr dilator was used to dilate the vessel after which the same delivery system was re-inserted. During advancement, the delivery system kinked in the same location and it would not advance. It was removed from the patient; an aneurx device was successfully used to complete the case. No clinical sequelae were reported and the patient is fine.